Event description:
The customer reported that the system would intermittently fail to display a "live" fluoroscopic image rendering the system intermittently functional. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor fuse holder was evaluated and replaced. The system operates as intended and put back into service.